Event description:
It was reported that a revision surgery was performed due to infection. Cement spacer was implanted and dr. Is waiting for the infection to clear. There is no information regarding to the explanted devices.

Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. The polarstem collar (75018404) used in treatment was returned for investigation. A visual inspection shows nicks and scratches close to the collar on the anterior, posterior as well as medial side of the implant. These were most probably applied during the removal of the implant. Furthermore, residues of bone can be observed all over the ti/ha surface. The taper of the stem is still connected to the extractor block where the screw from the extractor screw (75002165) has broken off (refer to c-0303640). The provided photos were reviewed, but did not aid in the medical investigation. No other medical/ clinical documentation were provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported infection. A review of the complaint history revealed no additional complaint for the batch in question nor similar issues for the device in scope. Review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU (lit. No. 12.23 ed 05/16) identifies "infection" as a known possible side effect resulting from a hip arthroplasty. There is no indication that the device failed to match sterilization or other specifications at the time of manufacturing. Based on the conducted investigation the root cause for the reported infection cannot be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The received device will be retained.